Manufacturer narrative:
(B)(4). The sample is not available for evaluation per the customer. The customer biomedical manager stated that the device appeared to have been dropped. The customer biomedical manager stated that he had replaced the device pump head module. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Manufacturer narrative:
(B)(4). This device was not returned to baxter for evaluation, therefore the reported condition could not be confirmed. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump interrupted delivery during a patient infusion due to a damaged display. The device was being used without the user noticing the display was broken when the device interrupted delivery. No patient injury or medical intervention was reported. The user interface module master software version of this device is unknown. No additional information is available at this time.